Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed and the spindle cap broke off of the spacer. There were no patient complications due to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed and the spindle cap broke off of the spacer. There were no patient complications due to the event.

Manufacturer narrative:
Returned analysis of the superion implant 101-9814 (40018362) determined that visual inspection revealed that the spindle cap was completely sheared off from the implant body and severe abrasion on the mating surface of the actuator, as well as damage to the spindle and a stripped actuator shaft screw. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter.